Manufacturer narrative:
This event occurred in (B)(6). No products have been returned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a drainage device used during a procedure. It was reported that during the external lumbar drainage operation, the doctor found that the junction between the lumbar spinal canal and the drainage bag fell off during the process of implanting the material. The product was damaged. The operation went smoothly after replacing with other similar products. There was no reported delay to the procedure. There was no reported impact to the patient. Additional information was received. It was reported that the damage was located in the drainage bag where the proximal end of the patient connection catheter and the lumbar catheter were connected.